Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The evercross balloon was advanced to the common iliac and inflated. The balloon immediately burst but was removed intact. The balloon was going up to nominal but it did not hold pressure. They were going to go to 8 but the tech noted it would not stay inflated. A new balloon of identical size was used successfully. No injury to patient reported.

Manufacturer narrative:
Evaluation of the evercross balloon was completed january 20, 2016. A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event. The initial report indicates that cine images were sent with the report. The first image is of a dilatation catheter within a stent near a bifurcation. The second image is of the same vessel anatomy prior to stenting with the delivery catheter visible. The evercross 0.035¿ otw pta dilatation catheter was received in a tyvek pouch, a plastic pouch, its shelf carton, a plastic pouch, and within its transportation hoop. No ancillary devices were received for evaluation. Sanguine tinted liquid was note on and within the evercross indicating that the inflation lumen was in communication with the sanguine environment. All components of the dilatation catheter were accounted for. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.035¿ guidewire was loaded with ease through the distal tip of the catheter. A 10cc water filled syringe was attached to inflation lumen luer lock on the y-manifold. The balloon chamber was inflated but a small pinhole leak was noted at the proximal end of the balloon chamber. Under magnification it is noted that sanguine residue would plug the pinhole leak and allow the balloon chamber to be slightly pressurized. The customer experience of an evercross dilatation catheter being unable to hold pressure is confirmed. The returned dilatation catheter exhibited a pinhole leak in the proximal end of the balloon chamber.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.